Event description:
(B)(4). Initial report: this case was reported by a dermatologist and involves a female. In (B)(6) 2007 the pt had been treated with poly-l-lactic acid (sculptra). One ampoule was diluted in 7 ml; application site: both sides of cheek. For one month the pt has suffered from squamous-like induration of both cheeks. Additional info received on 24-nov-2008. Addendum provided by dermatologist: this case involves a (B)(6) female who had been treated with poly-l-lactic acid (sculptra, diluted in distilled water, batch-no. Unk) on (B)(6) 2007 at a dose of 7 ml at each treatment. In (B)(6) 2008 a squamous-like induration of both cheeks was detected (described as mild bluish shining though the skin). No corrective treatment was performed so far, outcome: ongoing at time of report. Additional info received on (B)(6) 2008. Assesment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.